Event description:
Incident description: sheath introduced to right femoral vein (rfv). When wire and dilator were pulled back, the sheath valve came off. Patient was bleeding back from sheath, and the doctor replaced the sheath with a new 9fr 10cm terumo sheath. The procedure was completed without complications.